Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 cpm board with 3.11.00 firmware. The sample was returned in a brown cardboard box with protective packaging and esd bag. Visual inspection of the returned sample was performed. No abnormality was noted. The attached picture was reviewed and shows the display screen white. The returned cpm board was installed into a known good ac3 for functional testing. The pump was powered on with no abnormality. A patient simulator was connected to the pump and pumping was initiated. Upon power up of the iabp, the ap and ECG signals were observed to be normal. The pump was able to detect all ECG leads. The system passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for over 30 minutes without any alarms or errors. The system functioned as intended. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "display screen and pump malfunction" is confirmed based on the at-tached picture. The picture shows the display screen white while pumping. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is un-determined. No further action required at this time.

Event description:
It was reported "display screen and pump malfunction". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequnece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "display screen and pump malfunction". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequnece reported. The patient's current condition is reported as "fine".